Event description:
The user reported during delivery of cardioplegia solution, the volume tracking feature of the pump system did not function. Cardioplegia was delivered by alternative means. There was no adverse consequence to the patient as a result of this event.